Event description:
Patient reported right side "pain," "tight numb on the sides," "knots in there," and lymphoma," pathological markers confirming alcl have not been received.¿ patient additionally reported "always tired and sleeping," and "pulling on my skin," all not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl suspected.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number on record were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed, and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported right side "pain," "tight numb on the sides," "knots in there," and lymphoma," pathological markers confirming alcl have not been received.¿ patient additionally reported "always tired and sleeping," and "pulling on my skin," all not related to the device. The device remains implanted.

Event description:
Patient further reported a capsular contracture baker grade unknown plus "lumpy, skin tearing, pulling, and pain". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.